Event description:
The customer obtained multiple higher than expected vitros phenytoin (phyt) quality control results (qc fluid biorad 1= 11.0, 11.4 ¿g/ml vs. 7.56 ¿g/ml) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, there was no report of affected vitros phyt patient sample results. There was no allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected quality control results were obtained for vitros phyt on a vitros 5600 integrated system. The investigation could not determine a definitive cause. There was no indication that an instrument related issue contributed to the event. Additionally, a vitros phyt issue has been ruled out as a contributing factor. The root cause of this event is unknown. However, a biorad quality control issue cannot be ruled out as potential contributing factors. In addition, sample and reagent handling cannot be ruled out as potential contributing factors.